Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, a piece of the optic was missing. The lens was explanted and exchanged during the original surgery session. The healthcare facility reports that surgery was more complex as the corneal wound had to be extended for iol explantation which caused some flattening of the astigmatism at the meridian. "Iol replacement or extraction" are listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch 035265001. The device was retained and returned to rayner for evaluation. Visual inspection of return contents identified that 2x rayone injectors were returned (without any identification of the injector associated with the reported case), and that 1x iol was returned wrapped in the piece of gauze. Cosmetic inspection of the returned lens under 10x magnification identified that the lens was cut in half (attributable with the lens being cut in patient's eye to aid explant), and with a piece of optic chipped off, confirming the event as reported. While 2x rayone injectors were included with the return, without any identification which of them was associated with the reported event, both returned injectors were inspected and tested injector 1 preliminary visual inspection of the injector showed that movable flaps were closed, and the plunger was retracted. Following removal of the plunger form the injector, the plunger soft tip was observed to be slightly damaged (tore). No damage to the injector nozzle was observed. Residue of viscoelastic was observed in the injector chamber and in the nozzle. The iol was not found inside the injector. Injector was then disassembled, and it parts were inspected under 10x magnification. This cosmetic inspection did not identify any other damage to the injector than tore plunger soft tip. To facilitate device testing, the injector was re-assembled with a new plunger, and a sample of rao600c, +23.0 d from rayner stock was loaded and injected as per the IFU. Ophteis fr pro was used for this test. Injection was successful, with no resistance experienced, and with no damage to the lens or to the injector post injection. Additionally, a toluidine blue dye test was performed on the injector nozzle. This test did not identify any irregularity in the nozzle coating. On the product testing, no rayone injector fault was found. Injector 2 preliminary inspection of the injector showed that the plunger was fully retracted; however, movable flaps were no securely clipped together. Following injector disassembly, it parts were inspected under 10x magnification. There was no damage to the plunger soft tip observed; however, a long stress mark (almost split) was found in the nozzle material, presumably being an artefact of a pressure and force applied to deliver the lens. No iol was found in the injector. Due to the damaged nature in which the injector (nozzle) was returned, no test injection could be performed; however, a toluidine blue dye test was conducted on the injector nozzle. This test did not identify any irregularity in the nozzle coating, despite stress marks being present. From the product inspection and testing performed, we conclude that movable flaps of injector not being securely clipped together during the preparation stage of the surgery (which is deviation from IFU) may be the contributory/ causative factor to unsuccessful lens delivery/ damage to the lens occurring during implantation inspection of the lens subject to this case confirms the event as reported; however, no fault of any returned rayone injectors was found on product return testing.

Event description:
On (B)(6) 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that immediately following implantation into the eye a piece of the optic was observed to be missing, necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye, a piece of the optic was missing. The lens was explanted and exchanged during the original surgery session. The healthcare facility reports that surgery was more complex as the corneal wound had to be extended for iol explantation which caused some flattening of the astigmatism at the meridian. "Iol replacement or extraction" are listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch 035265001. Without the ability to examine the device and without clear event details being provided it is not possible to establish the root cause of the event.

Event description:
On 22nd july 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that immediately following implantation into the eye a piece of the optic was observed to be missing, necessitating lens explantation and exchange.